Event description:
It was reported that, during implant testing, the low energy shock impedance was 140 ohms. The screening for this patient only passed in the alternate sensing vector. The high energy defibrillation threshold test impedance was 137 ohms. The defibrillation test was unsuccessful. The doctor repositioned the electrode closer to the sternum and now the impedance was 180 ohms. The doctor elected to explant the system the next day and successfully implanted a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the low energy shock impedance was 140 ohms. The screening for this patient only passed in the alternate sensing vector. The high energy defibrillation threshold test impedance was 137 ohms. The defibrillation test was unsuccessful. The doctor repositioned the electrode closer to the sternum and now the impedance was 180 ohms. The doctor elected to explant the system the next day and successfully implanted a transvenous system. There were no additional adverse patient effects.